Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body was compressed on several places along its length and stretched on its proximal shaft under strain relief. The inner body was kinked and separated on its proximal shaft. The inner body bumper marker was just proximal to the stent proximal markers. The inner body dual tapered tip was examined under magnification and was found to be conforming to its visual specifications. The stent was partially protruding through the outer body distal end. The inner body was jammed in the outer body and a large amount of friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. The stent was successfully deployed during functional testing despite the large amount of friction. The stent was conforming to its visual specifications. There was a large amount of blood in the outer body, inner body and on the stent. No other anomalies were noted. The reported and observed anomalies are indicative of high friction during deployment. The high friction may have led the physician to apply excessive force in an effort to deploy the stent. This tensile force in the outer body can cause stretching of the outer body, and the corresponding compressive force in the inner body can cause compression the inner body, which may manifest itself as buckling, bending, and possibly kinking and breakage and premature deployment of the stent. Additional information indicated that the anatomy was quite tortuous. Based on the additional information provided and investigational results, the most probable cause of the stent premature deployment was operational context due to tortuosity of the anatomy limited the performance of the device..

Event description:
Analysis of the returned device found that the stent was partially deployed. There was no clinical consequence to the patient.

Event description:
Analysis of the returned device found that the stent was partially deployed. There was no clinical consequence to the patient.